Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were difficulties during manual transmission of the session records of the implanted device. The device was successfully interrogated after several attempts and the patient was in stable condition.